Event description:
Sales rep called for an error code 0002 0008 that has appeared upon interrogation of the device. Status page shows 21.4 second charge time. Standard reset did not resolve the error message. Rep. Was instructed to advise md to explant device based upon the error code and possibility that therapy would not be provided.